Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, so the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
On (B)(6) 2026, a large-bore IV catheter was placed for enhanced CT-guided radiotherapy localization. During use, blood leakage occurred at the withdrawal core of the closed-system IV catheter. Re-insertion was performed, causing puncture pain to the patient. Explanation and reassurance were provided to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.